Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via telephone call that the insulin pump had been alarming for no delivery. There had been 20-25 alarms within the past 5 months. The blood glucose reading ran high to 500 mg/dl. The customer treated with manual injection if the alarm continued. The alarms did not occur during the manual prime. The customer reported that the alarm was resolved with a complete set change. The customer was unable to complete any further troubleshooting. The reservoirs were not replaced or returned for analysis.